Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg and it became inoperable. In turn, the ipg was replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.